Manufacturer narrative:
Two samples were returned for evaluation. Visual inspection revealed no discrepancies. During functional testing, no discrepancies were found. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an alarm without the cassette. Another pump was used and the alarm stopped. No patient injury was reported.